Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: review of the basal history revealed the appearance of inaccuracy on 13-dec-2017 due to a cannula bolus at 09:52 and a 0.00-unit basal rate from 09:58 to 10:04 along with a routine cartridge change at 14:00. On investigation, the pump powered on normally and was exercised on a 1.0-unit-per-hour basal rate program for 24 hours. On completion of the 24-hour exercise, the total daily dose correctly showed 24.0 units delivered. There was no errors, warnings or alarms during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.